Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that patient's implantable cardioverter defibrillator exhibited myopotential oversensing. No intervention was performed. Patient status was unknown.

Event description:
New information received notes that programming changes were made. The patient was stable.